Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced dizziness, vomiting and felt bad. Customer was given two bags of IV fluid in the emergency room. Customer declined to continue further troubleshooting for high blood glucose. Customer felt it was a result of wearing pants and believed the tubing was pinched.